Event description:
It was reported that during a spine fusion, the patient was given a unit of packed red blood cells from a blood bank. The patient exhibited hives, a slight decrease in blood pressure, and increased airway pressure. Ranitidine and corticosteroids were given and the transfusion was discontinued. After the procedure was complete, the cbc ii unit was placed on the patient. It was stated that from the very beginning of the re-infusion, the patient exhibited the same reaction, without the hypotension. The patient was given two doses of benadryl 12.5 IV 15 minutes apart and the reinfusion was discontinued.

Manufacturer narrative:
The device will not be returned to the manufacturer for investigation. According to the account, two days after the event, the patient received two units of washed and irradiated units of packed red blood cells without incident with pretreatment of benadryl. If the device is received for investigation, a follow up report will be filed.